Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device has never worked and they went to the healthcare provider's (hcp) office for adjustments, but the issue was not resolved. They also had other urological problems as well. No further patient complications have been reported as a result of this event.